Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5145414.

Event description:
It was reported via voluntary medwatch that the patient presented in clinic for an unspecified surgery. During surgery, the right ventricular (rv) lead was damaged. The rv lead was capped. There were no patient consequences reported. Further information was not provided.